Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro heating elements within jaw fell apart and came out of jaws . A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Slight signs of blood and clinical use were observed. Slight tissue and no char buildup were observed on the jaws. The heater wire was flexed away from the hot jaw but remained attached at the base, but was observed to be detached at the tip of the jaw. The cold jaw was observed to have peeled silicon in the middle part of the jaw. No other visual defects were observed. Based on the return condition of the device and the evaluation, the reported complaint was confirmed for the reported failure, "bent wire". And for the analyzed failure " peeled jaw".

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro heating elements within jaw fell apart and came out of jaws . A replacement device was used to complete the procedure. The hospital did not report any patient effects.